Manufacturer narrative:
The device was not returned for investigation. Several attempts requesting lot number were attempted without success. Angiogram images were obtained and reviewed by manufacturer's cmo. The investigation determined that the reported unsuccessful manta seal appears to be related to unfortunate interaction with patient anatomy. The subsequent death was related to remedial procedural complications due to patient frailty. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
After a tavr procedure, a manta vascular closure device was deployed for closure of the access site. There were no apparent issues with the manta deployment and angiographically post-deployment the artery looked patent. The following day, as the patient started to mobilize, it was reported that the manta failed (there was access site bleeding). The bleeding was immediately controlled by manual pressure and the patient was taken into the operating room. During the vascular surgery the manta device was removed, and vessel repair was successful. It was noted during the surgical cut down that there was fatty tissue wedged between the artery and the manta collagen plug, breaking the mechanical sandwich that creates the hemostatic seal. The patient was unable to be awakened from the anesthetic due to general frailty and died. The doctor noted that the patient had undergone tavr instead of open surgical valve replacement due to surgical risk.